Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), ovulation pain ("pain during ovulation") and pain ("pain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, ovulation pain and pain outcome was unknown. The reporter considered device breakage, device dislocation, ovulation pain and pain to be related to essure. The reporter commented: patient is unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: breakage, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), ovulation pain ("pain during ovulation") and pain ("pain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, ovulation pain and pain outcome was unknown. The reporter considered device breakage, device dislocation, ovulation pain and pain to be related to essure. The reporter commented: patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: breakage, migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to device breakage. New events migration, pain, pain during ovulation were added. Patient information and lab data were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.